Manufacturer narrative:
The field service engineer (fse) discovered pinch valve pv20 was not actuating which caused the control tube to become diluted with diluent upon each aspiration. The fse replaced the pinch valve, the base, and the actuator to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported low white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) quality control results involving coulter hmx hematology analyzer with autoloader. The customer cleaned the outside of the blood sampling valve (bsv) and needle, and confirmed the bsv knob was normal. The customer stated patient results were not generated. There was no patient injury associated this event. The field service engineer (fse) went to the facility and assessed the instrument.